Event description:
Medtronic received information that this temporary pacing lead exhibited pacing insufficiency 2 to 3 days post implant. The decision was made to remove the lead, which was performed 8 days post implant. When the lead was removed from the patient, the distal electrode was found to have detached from the lead, and remains within the patient.

Manufacturer narrative:
Conclusion: cause of event cannot be determined. The product has been returned for analysis. To date, the analysis has not been completed. Upon completion of the investigation, a follow up report will be submitted to FDA. No adverse patient effects were reported.